Manufacturer narrative:
Product event summary: the analyzer failed incoming functional test; the analyzer was found out of electrical specification.

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.